Event description:
(B) (4).

Manufacturer narrative:
A steris service technician inspected the system 1 processor and determined it to be operating normally. While the user facility reported in their medwatch that the sterile processing cycle was completed, steris's follow-up investigation determined that hospital employees actually aborted the sterile processing cycle in the middle of the cycle for unknown reasons. The employees then prematurely opened the lid of the processor without allowing the fluid to fully drain from the processor's chamber as directed by the system 1 operator manual. This permitted liquid in the processor to leak out of the unit. Steris's investigation revealed that neither employee involved in the reported incident were wearing the required personal protective equipment, contrary to system 1 and s20 instructions for use. Even so, it should be noted that s20 sterilant concentrate is diluted during the system 1 processing cycle ("use dilution"). Use dilution is non-toxic by oral and dermal administration, has a neutral ph, and has no corrosive effect on the skin, although dermal irritation may occur in sensitive individuals. Steris requested an update on the status of the affected employees; however the hospital would not provide any information or make the employees available to discuss the event with a steris representative. Following the incident, steris conducted in-service training for the hospital on the proper use of the system 1 processor and proper handling of s20 sterilant concentrate. Additionally, steris provided the hospital with the "steris system 1 competency validation" to assist in re-validating their employees on the use of system 1 and handling of s20.